Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage at the connection site. The following information was provided by the initial reporter: according to the customer's report, fluids (saline) leaked from the connection to the double access port.

Manufacturer narrative:
H6: investigation summary one used nexiva catheter assembly, an opened package, and a miscellaneous 5ml syringe was received by our quality team for evaluation along with photos. The nexiva device was leak tested. Leakage was verified at the location indicated by the customer. A device history record review found no non-conformances associated with this issue during production of this batch. Upon microscopic inspection of the device, it was identified that the extension tubing is seated properly in the luer adapter however adhesive is not present all the way around the extension tubing. This created a flow path and allowed for leakage to occur. Insufficient adhesive may occur due to a dispense system malfunction or incorrect adhesive location. As adhesive is present around most of the tubing and was not observed outside of the normal location, incorrect adhesive location can be removed as a potential root cause. In process a visual system adhesive inspection is performed. Operators also perform functional and leak testing per the quality plan. Lastly, preventative maintenance is performed to ensure proper functionality of the equipment per the quality plan. Preventative maintenance was confirmed to be up to date during the manufacturing of this lot. The more probable root cause is linked to an incomplete bonding of the extension tubing during assembly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage at the connection site. The following information was provided by the initial reporter: according to the customer's report, fluids (saline) leaked from the connection to the double access port.